Manufacturer narrative:
A steris service technician inspected the reliance vision-single chamber washer/disinfector and could not duplicate the reported event. No issues were noted with the door functionality, obstruction bar or safety switches. The technician tested the washer/disinfector and returned the unit to service. The reliance vision single chamber washer/disinfector operator manual states (1-2), "if an obstruction is present in chamber door, do not attempt to remove the object. A door obstruction sensor detects the obstruction. Door automatically stops from closing and raises automatically. If operator is unable to remove obstruction from chamber door, call a qualified service technician." The technician counseled user facility personnel on the proper use and operation of the reliance vision-single chamber washer/disinfector, specifically on safe operating protocols. No additional issues have been reported.

Event description:
The user facility reported that an employee was manually removing an obstruction from their reliance vision-single chamber washer/disinfector when the chamber door came down and contacted the employee's hand resulting in an injury. The employee sought and received medical treatment (x-ray).